Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse cleaned fiber connector on patient side cart (psc) and psc fiber cable and noticed faulty locking ring on blue fiber cable. To resolve the issue. The system was verified and ready to use.

Event description:
It was reported that fiber cables required cleaning. The issue was communicated from outside of the operating room. No troubleshooting was performed at that time, and the onsite connection was not established. The procedure was completing as planned with no reported injury.